Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Customer reported potential false negative urine hcg results with innovacon hcg urine test vs. Results confirmed positive by blood test. The patient was tested using innovacon pregnancy test which gave negative results at three minutes. At about 7 minutes the test was positive. Blood was taken and confirmed positive; no actual result was provided; the patient was about 5-6 weeks pregnant. Although requested, no further information was provided.